Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Although there are no patient specific allegations, general litigation alleges the patient suffers from metal on metal. Update rec'd 7/8/2014-pfs and medical records received. Part/lot information received. A correct doi was provided. Litigation had alleged metal on metal, but the patient actually had a ceramic head and poly liner. After review of the revision operative note the surgeon indicated the patient suffered from recurrent dislocations and a malpositioned cup. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/17/2014. Update ad 24 jul 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets record. In addition to previous allegations, ppf alleges infection. Stem and screws were added due to alleged infection. Added patient's age, facility name, revision hospital, patient harm and expiration date. Updated patient's initials. Doi: (B)(6) 2012 - dor: (B)(6) 2013 (right hip).